Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a syncopal patient presented in the emergency room after receiving inappropriate atp therapy for supra ventricular tachycardia. It was noted that the morphology discriminator was not reliably diagnosing the rhythm between ventricular tachycardia and supra ventricular tachycardia. The patient then received a shock that inappropriately led to ventricular fibrillation. Programming changes were recommended.